Manufacturer narrative:
A philips remote application specialist (ras) spoke to the customer. The ras advised the customer that they would need to review the clinical audit trail to try and determine what was happening. Result of the clinical audit trail shows tachycardia (tachy) extreme alarms, heart rate (hr) yellow alarms and atrial fibrillation (afib) events for this time frame in question. It was noted that alarms were acknowledged by the user during this timeframe. The ras also noted that the configuration was as follow: alarm latching = red only! Reminder time-3 mins. Extreme alarms +/-20. The ras explained the yellow heart rate alarm behaviors and that yellow arrythmia alarms have a distinctive sound and will sound for a short duration. There was no error detected, the application performed as expected with alarms being acknowledged by the user during the reported timeframe. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was customer misunderstanding of alarm behaviors/ functionality. The customer was provided and explanation on alarm behaviors. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that an extreme heart rate red alarm is generated (visual and audible) however the alarm corrects itself despite the patient's condition remaining unchanged. The device was in use on a patient at the time of the event. There was no adverse event reported.